Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection, the loop was found in the coil sheath and the stopper was close to the end of the loop. The control pipe of the actuator was broken. The insertion section of the tube sheath had been cut at a position approximately 60 mm from the actuator and at a position approximately 1545 mm from the tip, and a segment of approximately 755 mm was not returned. The coil sheath was also cut at approximately 70 mm from the actuator and at approximately 1545 mm from the tip of the insertion device, and a segment of approximately 695 mm was not returned. When the loop was pulled it came loose from the coil sheath. After removing foreign matter from the hook, the hook was found to be broken, and the broken piece from the hook was observed to be caught on the loop. When the loop was checked, the area of where the hook was caught on the loop was deformed. No other abnormalities were observed that could have contributed to the reported event. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported during a polypectomy, the loop of the single user ligating device was placed on the polyp, but there was difficulty detaching the loop from the polyp. The tube sheath was cut, releasing the loop. The procedure was completed with no report of patient injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the customer reported allegation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for the reported product problem was not established. Based on scanning electron microscope (sem) observations, it was thought that the hook broke due to stress from corrosion. A specific corner of the protrusion was identified as the potential starting point of the breakage. Elemental analysis of the fracture surface revealed the presence of chlorine and sulfur which accelerate corrosion. It was thought that the use of chemicals containing these elements may have caused the corrosion. The force that was applied to the hook when closing the loop may have also caused the stress that led to the breakage. The investigation concluded that the reported product problem likely occurred according to the following mechanisms: 1. The loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2. The tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3. An attempt was made to detach the loop as described in (2), therefore the loop detached from the hook in the tube. 4. While the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5. The hook was pulled, and this caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6. Since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 7. The slider was continuously pulled back and forth as described in 6). This applied a force to the operating pipe, causing it to bend and break. Alternatively, it was also possible that the slider was operated with the coil sheath near the operating portion that was bent. This applied a force causing it to bend and break. The reported event can be prevented by following the instructions for use (IFU) which state the following: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument.¿ olympus will continue to monitor field performance for this device.